Event description:
The customer reported that they acquired the patient images in an incorrect orientation and wanted to annotate the images to reflect the correct labeling and orientation. The phillips remote applications specialist confirmed that the operator acquired the patient in the wrong orientation. The phillips remote applications specialist instructed the customer how to annotate the patient images. There was no report of harm to a patient, operator or bystander. There was no system malfunction; the CT system is working as specified. This was use error.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, (B)(6), reported that they acquired the patient images in an incorrect orientation and wanted to annotate the images to reflect the correct labeling and orientation. The philips remote applications specialist (ras) confirmed that the operator acquired the patient in the wrong orientation. The philips ras instructed the customer how to annotate the patient images. There was no report of harm to a patient, operator or bystander. There was no system malfunction; the CT system is working as specified. This was use error. Investigation determined this event does not meet the definition/requirement of medical device reporting (MDR). The operator would have the ability to annotate the images correctly. The trained professional may choose to rescan the patient with the correct orientation. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. If the event were to recur, it would not be likely to cause or contribute to death or serious injury. The following mitigations apply: ¿ there was no system malfunction, the system is working as specified. ¿ the event is due to user error. ¿ there was no harm to a patient, operator or bystander. ¿ the incorrect image orientation is recognized by the trained professional which leads them to contact philips support requesting to change the orientation on the images. ¿ the operator has the ability to annotate the images with the correct patient orientation. When the operator contacted philips support, instructions were provided to the operator how to annotate the images. Instructions how to annotate images are also available in the instructions for use manual. ¿ no misinterpretation or mistreatment of a patient has occurred or would be likely to occur.

Event description:
The customer reported that they acquired the patient images in an incorrect orientation and wanted to annotate the images to reflect the correct labeling and orientation. The philips remote applications specialist confirmed that the operator acquired the patient in the wrong orientation. The philips remote applications specialist instructed the customer how to annotate the patient images. There was no report of harm to a patient, operator or bystander. There was no system malfunction; the CT system is working as specified. This was use error.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation.